Event description:
"Endoleak (type ia): severe calcification was noted at the neck of an aneurysm. After a zenith alpha stent-graft (cook) was implanted on the distal side, the relay pro stent-graft concerned was implanted from just below the left subclavian artery on the proximal side. Although the stent-graft was implanted without problems, angiography revealed an endoleak after implantation. A tri-lobe balloon catheter (gore) was used for post-dilatation, but angiography confirmed that the endoleak remained. Suspecting a type IV endoleak for caution's safe, the physician performed imaging inside the stent-graft. However, as the inside of the aneurysm was not shown, the physician determined the endoleak to be type ia. Additional treatment was considered to be performed, but the procedure was completed by the doctor's decision. Operation type: tevar no blood loss ancillary device used: zenith alpha (30 - 160 mm, cook) no image available pre-case plan is available (see the attached schema) no additional information available (tc (B)(4)." Patient outcome - "it is unknown whether there is any health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type ia): severe calcification was noted at the neck of an aneurysm. After a zenith alpha stent-graft (cook) was implanted on the distal side, the relay pro stent-graft concerned was implanted from just below the left subclavian artery on the proximal side. Although the stent-graft was implanted without problems, angiography revealed an endoleak after implantation. A tri-lobe balloon catheter (gore) was used for post-dilatation, but angiography confirmed that the endoleak remained. Suspecting a type IV endoleak for caution's safe, the physician performed imaging inside the stent-graft. However, as the inside of the aneurysm was not shown, the physician determined the endoleak to be type ia. Additional treatment was considered to be performed, but the procedure was completed by the doctor's decision. Operation type: tevar no blood loss ancillary device used: zenith alpha (30 - 160 mm, cook) no image available pre-case plan is available (see the attached schema) no additional information available (tc#bm230502718)" patient outcome - "it is unknown whether there is any health damage to the patient."